Event description:
It was reported that during a pph procedure, after firing the device, surgeon found some staples had malformed. Use hand sewing to finish the procedured. No reported patient consequence.